Manufacturer narrative:
Investigation: no samples or photos were provided by the customer for investigation. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed nor could this symptom be correlated with a potential cause linked to the bd process.

Event description:
It was reported that fauldcispla medication leaked past the stopper of the bd luer-lok¿ syringe during use. The following information was provided by the initial reporter, translated from portuguese to english: "when use the 60 ml syringe to manipulate the medicament fauldcispla of the brand libbs, using the whole volume of the syringe, it was presented a leakage through the vedation stopper of the plunger e the drugs had extravasated in the manipulation area. Compromising the manipulator security and causing financial loss due to the lose of the drug"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that fauldcispla medication leaked past the stopper of the bd luer-lok¿ syringe during use. The following information was provided by the initial reporter: "when use the 60 ml syringe to manipulate the medication fauldcispla of the brand libbs, using the whole volume of the syringe, it was presented a leakage through the vasation stopper of the plunger and the drugs had extravasated in the manipulation area. Compromising the manipulator security and causing financial loss due to the loss of the drug."